Event description:
It was reported that during a laparoscopic cholecystectomy the jaw appeared to be twisted during firing. The device was not properly forming the clip. The jaw of the clip looks twisted. There was no pt consequence.